Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of and treatment for the peritonitis were not reported. Action taken with pd therapy was not reported. At the time of this report, the patient was not recovered from the event. No additional information is available.